Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.